Event description:
The peripherally inserted central catheter (PICC) was inserted with a 24g splittable needle. The catheter threaded 16 cm, and when splitting the needle, the needle did not split all of the way. This left the nurse (rn) unable to dislodge the catheter. Due to this, the catheter had to be pulled out. The introducer failed to split. The catheter had to be removed and replaced.